Event description:
Per the clinic, the patient experienced migration of electrode array out of cochlea into the mastoid, resulting in no benefit from the device (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to reposition the electrode. The implanted device remains.